Manufacturer narrative:
It was also reported that the patient was treated with oral and IV antibiotics (specific date and duration not reported). During the admission of IV antibiotics, the patient was hospitalised for overnight stay. This report is submitted on december 26, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 16, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with a new cochlear device as of the date of this report.